Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited an out-of-range shock lead impedance one week post implant. Also, noise was present on the shock channel electrogram. An invasive procedure revealed that the distal coil df-1 pin was not secure in the device. The physician experienced difficulty advancing and retracting the setscrew in the distal df-1 port. The physician was not confident in the integrity of this setscrew so he replaced the device.